Event description:
It was reported that the handpiece continued to run on its own and would not quit running during a foot case. The event did not affect the pt, and the procedure was then completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition that the device would not quit running was duplicated. Based on the initial investigation details, the likely cause was problems with the motor, sag head assembly, and bearings, which were each replaced. Service repaired and returned the device to the customer.